Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa meter within 10 minutes: 450 mg/dl, 440 mg/dl, and 445 mg/dl. An ambulance arrived within 7-8 minutes and his blood glucose measured 180 mg/dl on the professional meter. "At the same time" his blood glucose measured 480 mg/dl and 472 mg/dl on the performa meter. No serious injury reported. Requested return of suspect device for evaluation.